Manufacturer narrative:
Additional information received reported that it was unknown how much of the catheter remained in the patient as there was a possibility the catheter was shortened at the time of implant. Approximately 1 cm of the peritoneal catheter was returned. Both ends appear to be jagged. The returned segment was patent but did not meet requirements for leak testing due to a tear observed in the middle of the catheter. It is unknown how or when the damage occurred. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed around the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Manufacturer narrative:
Approximately 1 cm of the peritoneal catheter was returned. Both ends appear to be jagged. It is unknown how or when the damage occurred. The returned segment was patent and passed leak testing. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed around the exterior of the catheter. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that it was suspected that the shunt was occluded. According to the report, the patient underwent a revision with the intention of removing the whole system or only the valve. When the wound site was opened, it was confirmed that the peritoneal catheter was fractured right below the connector of the valve. Reportedly, the connector was occluded due to the catheter fracture right below the connector. The distal portion of the catheter fell down near the patient¿s clavicle and could not be explanted. It was determined that this part of the catheter did not pose a risk to the patient. As it was confirmed that there was no malfunction with the valve or ventricular catheter, only the proximal part of the peritoneal catheter was explanted and replaced with a new catheter. It was stated that there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.